Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An evercross pta balloon was intended to be used for treatment of a 100mm plaque lesion with 70% stenosis in the mid left superficial femoral artery. The artery was 5mm in diameter with mild calcification and no tortuosity. A 6fr non medtronic sheath and a non medtronic guidewire were used. The balloon was inflated using a syringe, with a mixture of saline and contrast media. The device was prepped as per the IFU with no issues identified. The device has not passed through a previously deployed stent and no resistance was encountered while advancing the device. It was reported the balloon had a circumferential/radial burst at 10atm, the first filling just reached the named pressure and it ruptured. All fragments were retrieved, the balloon ruptured and the fragments did not come off the body of the balloon, so all the fragments were removed on the balloon with the catheter attached. No vessel injury was noted. Another balloon was used to complete the case. No patient injury was reported.

Manufacturer narrative:
Product analysis the device would not hold pressure and a visual inspection found a hole in the balloon approximately 12mm from the distal markerband. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.